Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost gagged [retching]; brush head falls to pieces [device breakage]. Case description: date of event: (B)(6) 2015; a (B)(6) yr old male consumer reported that while using an oral-b rechargeable toothbrush, version unk, on (B)(6) 2015, the oral-b brushhead, version unk, fell to pieces in his mouth after about 1 minute of brushing. He stated it was a new brush head, and he almost gagged on bits of plastic and metal. The case outcome was recovered. No further information was provided.